Manufacturer narrative:
Device alarmed a21 after battery change and resets time/date to factory default due to connector voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected a17 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer reported that they was able to clear the alarm. Customer was able to complete rewound the insulin pump. Customer stated the insulin pump was not stored or not in used for an extended period of time. Customer stated the insulin pump alarm occurred after inserting a new battery. The customer was assisted with troubleshooting. Customer reported that they received another insulin pump error. Customer reports they were able to clear the alarm. Customer able to complete rewound the insulin pump. Customer performed self test and test was passed. The insulin pump will be returned for analysis.